Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with symptoms of nausea and bradycardia. It was observed that the right ventricular lead was dislodged and not capturing. It was also noted that there were high capture thresholds and that the r-waves were low in amplitude. The lead was revised successfully and the patient was stable after the procedure.